Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas experienced a cracked touchscreen after the user likely rolled onto the device while sleeping, resulting in loss of touch functionality and inability to use the device. Symptoms included no injury. Outcomes included device replacement and planned return of the damaged unit without hospitalization. Customer care provided support that included coordination of replacement device. The device was returned for evaluation. Investigation of this case revealed physical damage to the touchscreen and confirmation that the device was not watertight after damage. It was concluded that the event was due to unintentional physical damage and not a manufacturing or design issue.